Event description:
During MRI, patient on ventilator. During procedure, respiratory therapist noted the alarm "o2 disconnected" which can occur when using supplemental oxygen rather than a 50psi source. Patient was not in any distress. After a few minutes, the screen of the ventilator went blank. At this time a new ventilator was brought in and the first ventilator was removed. There was no adverse outcome to the patient.